Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electro surgical generator unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and the reported failure (erbe no power) was confirmed and reproduced on erbe connected to system. Logs (1100 error) confirming the power fault occurred in the field. Visual inspection:(scratches on front grey panel and small nick on bottom of grey panel across the edge.) Erbe unit fuses was replaced with new 8a fuses. The complaint was confirmed based on the failure analysis. The probable root cause is attributed to component failure based on electrical and fiberoptic defects. Loss of ac power to the core found to be the root cause of the reported event. .

Event description:
It was reported that prior to the start of a da vinci-assisted cholecystectomy surgical procedure, integrated electro surgical unit had no power. The customer stated that they tried power cycling, hard cycling, new power cord, and moving outlets but iesu would not power on. The site did not have a secondary vision side cart (vsc) or third-party electro surgical generator unit (esu). There was no reported injury.